Event description:
It was reported there were telemetry/interrogation issues. The patient was unable communicate with the stimulator when using the programmer. Less than 50% therapy relief was noted as a symptom. It was stated the physician would revise the pocket site. A little more than two weeks later, it was noted that the revision was scheduled for (B)(6) 2013. A follow up report will be sent if additional information is received.

Event description:
Follow up information received reported that the patient was identified as having a clotting disorder the day before surgery by their physician. The surgery was cancelled and would be re-scheduled. The implantable neurostimulator (ins) was noted as turned off at this time. If additional information is received, a follow up report will be sent.

Event description:
The patient¿s surgery was cancelled and will be rescheduled.

Event description:
Follow up information reported that the patient¿s surgery was rescheduled for (B)(6), 2013. If additional information is received, a followup report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v734526, implanted: (B)(6) 2011, product type: lead. (B)(4).